Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient experienced a fracture in the mid-shaft of the femur with patient being implanted with (1) 4.5/5.0mm broad straight lcp plate, (9) locking screws and (4) cortex screws on 6/18/2013. After approximately two and a half months the plate was found bent; x-ray dates are unknown. Patient was returned to the or and the hardware was removed 8/30/2013 with the patient being revised to an intra medullary nail. This report is on (9) unknown locking screws.. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on (9) unknown locking screws. The 510k number cannot be provided without a part number provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is to rescind the original reporting decision for this complaint as the available information does not reasonably suggest that the product led to a serious injury or death. During a repair for fracture in mid-shaft of femur, operation date: (B)(6) 2013, used implant:+ lcp 4.5/50mm broad straight plate, 12 holes : 01 pcs, and 5.0mm locking screw : 09 pcs, and 4.5mm cortex screw: 04 pcs, code number: (B)(4), 213.3xx, 214.0xx, problem report date: (B)(6) 2013, problem: the plate was bent after 2.5 months surgery. There were no complaints pertaining to the screws and no report of fragments. This complaint is not a reportable event.